Event description:
A lead was unable to be retracted from patient despite recommended procedure of removal from device company. The physician successfully extracted lead with coil still retracted. Patient tolerated procedure well with no complication and a new lead was placed.